Event description:
It was reported that an unknown medtronic emg tube was involved in an accident (e.g. Tracheal tear) in 2014, according to the num, a naesthetics. Therefore the surgeons/anaesthetists are now refusing to use them. Multiple attempts have been made to obtain additional information¿this is the only information available and no other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).